Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to faulty cable and the image was not displayed. The cause of the cable failure could not be estimated. In addition, cable kink, chipping of lens and deep scratches on metal were noted during the evaluation. Per the legal manufacturer, the other device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k autoclavable camera head was getting color bars on the display when it was plugged in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.